Manufacturer narrative:
Analysis of historical records: the information provided on this event does not allow determining which is the lot of the kit concerned. From the x-ray images provided, it should be the kit used to treat the proximal part of the fracture. Please find below the historical data for the two kits used on this patient. Orthofix (B)(4) checked the internal records related to the controls made on the device code 99-93574 lot v1408625 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) units. 95 of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the device code 99-93574 lot b1075316 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: a technical evaluation of the kit involved was not possible as the device was not returned. Should the device become available, orthofix will perform the technical evaluation. Medical evaluation: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. August 24th, 2017 "in this case from (B)(6) we have a (B)(6) male of 1.83m and (B)(6) with a fresh fracture of the tibia. The fracture is a typical blunt injury high energy fracture that might be obtained in football or a road traffic accident; it is comminuted, with tibia and fibula fractures at the same level at the junction of the middle and distal thirds, and a second distal fibular fracture. We do not know if it is open or closed, but it will be very unstable. The unyco fixator was applied on (B)(6), and the proximal screws pulled out on (B)(6), after 4 days. We have one set of x-rays, ap and lateral, which show that the distal fixation with 4 screws seems to be still in situ, and the proximal fixation has separated from the tibia. The anterior cortex is indeed thick as stated, but in my view normal for the age and gender. The pits where the proximal screws were inserted can be clearly seen in the lateral image. The verbal report of the surgeon apparently said that the cortex was hard, and that 'smoke' was seen coming from the insertion point while the screw(s) were being drilled into place. This suggests that significant excessive heat was being generated by the screw insertion. We have not been told whether the surgeon inserted the screws with a power driver, with or without a torque limiter, or by hand relying on observing the depth of penetration. I do know that if the surgeon is not pushing firmly, the screw will turn against the bone surface, remove any thread cut into the bone and create heat from friction. Screw fixation will then be very poor and bone necrosis will follow after the heat generated. In the case of a unicortical screw separation is a likely outcome. The excellent paper by matthews and hirsch in (I think) 1972 showed very clearly that a higher temperature was generated when the bone was drilled with less pressure, and with higher pressure the temperature was reduced. So from the story given we can see that there are possible inaccuracies with the operating technique which may well have contributed to this fixation failure. Compartment syndrome is a very real possibility in a high energy tibial fracture; generally this type of fracture would be treated with an I/m nail, but normally there would be a slightly longer gap between the injury and definitive treatment, so this fixation failure may well have brought forward the second operation, but it would have been carried out anyway after a few more days". September 16th, 2017 with the further information provided: "so the patient had an operation for compartment syndrome on (B)(6) and revision of this surgery 3 days later. An I/m nail was inserted on (B)(6). My comments about the unyco operating technique are still valid. This email confirms what we already deduced. It does not say anything about the operation. From what we have been told, it is very likely that the bone round the proximal fixator screws necrosed because of thermal damage, and this may well have contributed to the pull-out observed. When screws are inserted into a very hard material, the thread in the material may be removed by the screw thread because the screw is only advancing slowly. This will decrease the holding power of the inserted screw. Much of this must be conjecture because we do not have all the facts". Final comments: a technical evaluation of the kit involved was not possible as the device was not returned. Should the device become available, orthofix will perform the technical evaluation. The medical evaluation evidenced as follows: august 24th, 2017: "in this case from (B)(6) we have a (B)(6) male of 1.83m and (B)(6) with a fresh fracture of the tibia. The fracture is a typical blunt injury high energy fracture that might be obtained in football or a road traffic accident; it is comminuted, with tibia and fibula fractures at the same level at the junction of the middle and distal thirds, and a second distal fibular fracture. We do not know if it is open or closed, but it will be very unstable. The unyco fixator was applied on (B)(6), and the proximal screws pulled out on (B)(6), after 4 days. We have one set of x-rays, ap and lateral, which show that the distal fixation with 4 screws seems to be still in situ, and the proximal fixation has separated from the tibia. The anterior cortex is indeed thick as stated, but in my view normal for the age and gender. The pits where the proximal screws were inserted can be clearly seen in the lateral image. The verbal report of the surgeon apparently said that the cortex was hard, and that 'smoke' was seen coming from the insertion point while the screw(s) were being drilled into place. This suggests that significant excessive heat was being generated by the screw insertion. We have not been told whether the surgeon inserted the screws with a power driver, with or without a torque limiter, or by hand relying on observing the depth of penetration. I do know that if the surgeon is not pushing firmly, the screw will turn against the bone surface, remove any thread cut into the bone and create heat from friction. Screw fixation will then be very poor and bone necrosis will follow after the heat generated. In the case of a unicortical screw separation is a likely outcome. The excellent paper by matthews and hirsch in (I think) 1972 showed very clearly that a higher temperature was generated when the bone was drilled with less pressure, and with higher pressure the temperature was reduced. So from the story given we can see that there are possible inaccuracies with the operating technique which may well have contributed to this fixation failure. Compartment syndrome is a very real possibility in a high energy tibial fracture; generally this type of fracture would be treated with an I/m nail, but normally there would be a slightly longer gap between the injury and definitive treatment, so this fixation failure may well have brought forward the second operation, but it would have been carried out anyway after a few more days". September 16th, 2017 with the further information provided "so the patient had an operation for compartment syndrome on (B)(6) and revision of this surgery 3 days later. An I/m nail was inserted on (B)(6). My comments about the unyco operating technique are still valid. This email confirms what we already deduced. It does not say anything about the operation. From what we have been told, it is very likely that the bone round the proximal fixator screws necrosed because of thermal damage, and this may well have contributed to the pull-out observed. When screws are inserted into a very hard material, the thread in the material may be removed by the screw thread because the screw is only advancing slowly. This will decrease the holding power of the inserted screw. Much of this must be conjecture because we do not have all the facts". Orthofix (B)(4) has requested further information on the event such as confirmation of the device batch number, copies of the operative reports which contain the sequence of the events occurred and the device availability for the technical evaluation. Unfortunately, this information was not made available. Based on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is most likely related to the operating technique. In case further information and/or the device used are provided, orthofix (B)(4) will promptly re-open the investigation on the case. The analysis of the historical data evidenced that this is the first notification we received on this specific device code. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: pd dr. (B)(6). Date of surgery: (B)(6) 2017. Body part to which device was applied: tibia r. Surgery description: fracture treatment. Patient information: (B)(6), male, (B)(6), 183 cm, healthy. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: secondary dislocation of fracture. Pin pull out of unyco. Compartment syndrome/immediate nailing. Further details provided by the surgeon: (B)(6) patient with very thick cortexes. Despite drilling was performed slowly, the surgeons noticed some "smoke" during insertion. However, they did not change the position of the screws. The complaint report form also indicates: the device failure had adverse effects on patient (loss of fracture reduction/other). The surgery was not completed with the device. A replacement device was immediately available to complete the surgery. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required (date of the revision surgery: (B)(6) 2017 - nailing). Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: no response provided. On september 4, 2017 orthofix (B)(4) received some additional information in (B)(6) language. We are waiting for a translation of this information. However it seems that the device involved is a galaxy unyco kit code 99-93574. On september 7, 2017, orthofix (B)(4) received from the local distributor the following information: info requested: based on the event description, it is our understanding that the kit involved is the code 99-93506 (galaxy unyco diaphyseal tibia sterile kit). Please kindly confirm. Can you please provide also the batch number of the kit involved? Event description: "secondary dislocation of fracture. Pin pull out of unyco. Compartment syndrome/immediate nailing". Please kindly confirm. Further details provided by the surgeon: "(B)(4) patient with very thick cortexes. Despite drilling was performed slowly, the surgeons noticed some "smoke" during insertion. However, they did not change the position of the screws". Please kindly confirm. Please provide the date of the device failure. In order to perform the medical evaluation, it would be very useful to have copies of the operative reports (initial surgery and revision one) which contain the sequelae of the events occurred. Response received. Surgery: (B)(6) 2017. This patient confirmed study enrollment retrospectively . About questions 1 + 2: "instruments": ref.: 99-93509 lot.: v1427350. Mini kit tibia (2x): ref.: 99-93574 (2x) lot: b1075316 and lot: v1408625. Question 3: 1st surgery (B)(6) 2017: implantation of unyco, compartment-opening. 2nd surgery (B)(6) 2017: compartment revision. (B)(6) 2017: x-ray: ok. (B)(6) 2017: x-ray: pin-loosening. (B)(6) 2017: nail implantation. Question 4: no intraoperative special events known. Question 5: date of device failure - between (B)(6) 2017 and (B)(6) 2017. Question 6: no sharing of or report via email. On september 22, 2017, orthofix (B)(4) received from the local distributor the following information:: "I met dr. (B)(6) yesterday. Unfortunately neither the device is available nor they can say which of both lot numbers provided were used in the proximal part. They just wrote the lot numbers down to the surgical report without giving a statement, whether they were used proximal or distal". Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately, a confirmation of the code and also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event becomes available. Orthofix (B)(4) has requested further information on the event such as confirmation of the device code and the device batch number, confirmation of the event descriptions, date of device failure, copies of the operative reports which contain the sequence of the events occurred and the device availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: pd dr. Med. (B)(6). - date of surgery: (B)(6) 2017. - body part to which device was applied: tibia r. - surgery description: fracture treatment. - patient information: (B)(6) male, (B)(6) healthy. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: secondary dislocation of fracture. Pin pull out of unyco. Compartment syndrome/immediate nailing. - further details provided by the surgeon: (B)(6) patient with very thick cortexes. Despite drilling was performed slowly, the surgeons noticed some "smoke" during insertion. However, they did not change the position of the screws. The complaint report form also indicates: - the device failure had adverse effects on patient (loss of fracture reduction/other). - the surgery was not completed with the device. - a replacement device was immediately available to complete the surgery. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was required (date of the revision surgery: (B)(6) 2017 - nailing). - copies of the operative reports are not available. - copies of the x-ray images are available. - patient current health condition: no response provided. On september 4, 2017 orthofix (B)(4) received some additional information in (B)(6) language. We are waiting for a translation of this information. However it seems that the device involved is a galaxy unyco kit code 99-93574. (B)(4).